Event description:
It was reported that during a remote follow up, the device was unable to be interrogated and was suspected to be due to the device entering radio frequency (rf) telemetry lock-out, a safety feature designed to preserve battery. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating rf telemetry lock-out status was unable to be confirmed as the device reached end of life (eol) and the physician suspected premature battery depletion on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.